Event description:
It was reported that a knee manipulation under anesthesia was performed due to stiffness of study knee. No surgery required and no complications.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history on the listed part revealed no prior complaint for the listed batch with the same failure mode. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.